Event description:
Related manufacturer reference number: 2017865-2025-12519. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) and right ventricular (rv) leads exhibited episodes of over-sensed noise due to electro-magnetic interference (emi) which resulted in pacing inhibition. No intervention was performed. Patient condition was unknown.